Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: (B)(4). Model: sc-8216-50/sc-8336-50. Serial: (B)(4). Batch: 20788119/20808264.

Event description:
It was reported that the patients ipg moved and was slowly beginning to break the pocket skin. The patient underwent an explant procedure wherein everything was removed. All device components will not be returned.